Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for connection issue was not confirmed due to a lack of sample. The root cause was determined to be use error - incomplete connection. A batch review was not performed due to unknown lot number. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported that the patient line does not look like the connector is properly on. The technical service representative (tsr) assisted the home patient (hp) and advised the hp use another cassette. The tsr assisted removing the cassette. Product surveillance contacted the patient's wife on (B)(6) 2011. According to the patient's wife the supplies have since been discarded. The wife stated that there were no defects noted in the supplies and that the issue was that the patient did not fully spike the patient line; therefore, it was not fully connected. The patient has resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event.